Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. On (B)(6) 2024, the implant was removed upon clinician¿s decision. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, increased sensitivity and fistula. No further patient complications were reported.